Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise on remote transmissions . The patient was seen in clinic and there was no evidence of oversensing even with isometrics. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.